Event description:
On (B)(6) 2011, allen medical received a head positioner device that reportedly failed out distributor's incoming inspection. The head positioner was not used.

Manufacturer narrative:
There was no pt involvement. The returned head positioner passed device specification parameters but did not meet overload testing specs. Disassembly of the returned unit showed that an excessive amount of lubricant had been applied to an internal part. Migration of the lubricant had prevented curing the threadlocker adhesive which is applied to an adjustment setscrew. The failure of the adhesive to hold the setscrew over time introduces the potential for reduction of the load capacity of the device. Further investigation showed that the method of application of the threadlocker adhesive was isolated to an individual assembly technician. Field action 1221538-11/14/11-001(r) was initiated to address all potentially impacted units. As a corrective action, the assembly process had been revised to eliminate inconsistencies in lubricant application, and to specify sufficient curing time of the adhesive prior to final assemble. Assembly technicians have been trained to the new process.